Event description:
It was reported that a patient implanted with an impella cp was moved by nursing staff and subsequently, the pump's lv waveform flipped. The patient's family decided to withdraw care and the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.